Manufacturer narrative:
Additional info: b5 - added vendor response. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that a mrx battery failed to hold a charge. There was no patient involvement. The li-ion battery pack was returned to the failure analysis lab for evaluation. The battery was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. An initial battery capacity test resulted in one of the led indicators illuminating, indicating a partially charged battery. Upon evaluating the returned battery, it was found that the battery was able to charge in both the mrx heartstart and cadex charger. The component was calibrated and manual shocks were successfully delivered when the battery was installed in a known working device. However, although the component was able to properly charge, the battery manufacturing status ¿cal_en¿ was flagged in reset mode upon receipt and remained unchanged following calibrations. Due to this abnormality, the component was determined to be faulty and was scheduled to be returned to the vendor. Upon response from the vendor, it was clarified that a set manufacturing status flag does not directly correspond to a component malfunction. The disabling and enabling of the cal_en flag is a functional feature of the component that is part of an integrated system in the gas gauge used to support calibration of current, voltage, and temperature readings. As such, there was no sign of a component failure and the battery was deemed to be fully function. No further evaluation was requested.

Event description:
It was reported to philips that a mrx battery failed to hold a charge. There was no patient involvement.

Event description:
It was reported to philips that a mrx battery failed to hold a charge. There was no patient involvement. The li-ion battery pack was returned to the failure analysis lab for evaluation. The battery was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. An initial battery capacity test resulted in one of the led indicators illuminating, indicating a partially charged battery. Upon evaluating the returned battery, it was found that the battery was able to charge in both the mrx heartstart and cadex charger. The component was calibrated and manual shocks were successfully delivered when the battery was installed in a known working device. However, although the component was able to properly charge, the battery manufacturing status ¿cal_en¿ was flagged in reset mode upon receipt and remained unchanged following calibrations. Due to this abnormality, the component was determined to be faulty and was scheduled to be returned to the vendor.

Manufacturer narrative:
Additional information provided: updated section b5 with a failure analysis evaluation. Updated section d10 "return to manuf.?" And "date returned to manuf." To coincide with the product return. The h6 method code has also been updated to coincide with the evaluation of the returned component. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.